Event description:
On (B)(6) 2012, the distributor contacted animas and stated that the down arrow keypad button was unresponsive. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4): the pump was returned to animas and device evaluation was completed by product analysis on (B)(4) 2012 with the following findings: no defect was found; testing was unable to duplicate or confirm the complaint of unresponsive down key: all keys were responsive. The keypad was intact and was removed to investigate. No defects were noted to the button contacts, no contamination noted. The pump was opened and the keypad flex connector was inspected with no defects observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).